Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had inconsistent effect since pump replacement and ¿lack of itb (intrathecal baclofen) effect¿ since pump replacement. It was further noted that the symptom or complication associated with the event was increased spasticity and the location was ¿device pocket,¿ it was unclear if that was where the spasticity was located. The refill volumes had been correct. An indium study and x ray showed collection of dye in pump pocket. The location of the issue was noted as the pump connector, the planned action was to revise the catheter, though no action had been taken as of the date of the initial report and no projected date was reported, either. The device system was used to infuse lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93111848, (B)(6) 1993, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the patient had been experiencing a lack of therapeutic effect for about one year since the last pump had been replaced. The catheter was listed in the programmer as an 8709 catheter and had a 40 degree connector on it, but, at the back site, the reporter could tell it was an older catheter. It was indicated that she was not sure when it had been revised or how exactly it had been done. It was also stated that the catheter had appeared to be deteriorated and was coming apart as the physician was trying to connect to it. The reporter reviewed that they had not been planning to replace the patient¿s pump on the day of report; however, it was dropped on the floor, so a new pump was implanted. The pump was then filled with preservative-free saline with the plan to fill the pump with in drug in approximately one month. They planned to program it fast enough so that the volume could be easily measured when the saline was removed to ensure that it was infusing accurately.